Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The preliminary investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. The preliminary analysis suggested that the issue was temporary and hence, the device was not requested for return. Based on the dms analysis, there was a calibration entry of 4.6 mmol/l entered at 5:03 pm cet when the system was displaying a sensor reading of 3.3 mmol/l. The calibration was marked as a suspicious fingerstick measurement and the system prompted for an additional fingerstick measurement in 1 hour. Upon completion of the additional calibration, the system displayed a sensor reading of 5.8 mmol/l at 5:21 pm cet. The glucose calculation algorithm re-adjusted the sensor readings based on the accepted calibration entry, there by mitigating the issue. Following the event, the next 2 weeks (between (B)(6) to (B)(6) 2023) of glucose plot displayed good agreement between the sensor readings and fingerstick measurement. The overall system performance was reviewed, and it was performing within acceptable parameters. Although the overall sensor performance was within specifications, the potential root cause of the reported mismatch could be attributed to temporary inaccuracy likely resulting from historical fingerstick calibration entries. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a false hypoglycemia incident where user received a low glucose alert even through the blood glucose (bg) was in normal glucose range. The incident happened on (B)(6) 2023 at 6:30 pm. The user reported that the sensor glucose(sg) reading was 3.3 mmol/l where was bg was 5.6 mmol/l. User did not have to treat or require any medical attention.